Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port on the pump was damaged, and the pump could not charge properly without maneuvering the cable into the charging port at a certain angle. There was no reported impact to the customer's blood glucose level. Customer indicated that they would revert to insulin injections for diabetes management.